Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. The customer's blood glucose was 444 mg/dl at the time of incident. Customer stated they treated their blood glucose with the insulin pen. The customer reported they did not try different cannula lengths in attempt to resolve the alarm. The customer stated they have not tried all remedies for the alarm. The customer was advised to monitor the insulin pump. Customer declined to return the insulin pump for analysis.